Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient's physician requested an interrogation. Upon interrogation high thresholds were noted, intermittent capture was noted at 6.0 v at 1.5 ms, some undersensing, and an x-ray confirmed atrial lead dislodgement. An atrial lead revision was scheduled and the device was reprogrammed. The patient returned a few weeks later for the atrial lead revision. The lead remains in use. No patient complications have been reported as a result of this event.